Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report damage to the drive support cap. The customer stated that it was hanging from the insulin pump. The reported blood glucose reading at the time of the call was 350 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked end cap. Drive support was inspected and no anomaly was noted.